Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon was caused by a converter failure. The cause of the converter failure could not be assumed from the provided information. It was stated that e103: clv lighting failure appears when an ignition error occurs in the light source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that this event too place during a procedure. The event date was also noted as 21sept2022. No further details were provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus visera elite xenon light source was presenting an e103 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e103 scope communication was present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.